Event description:
Allegedly, during a robot assisted hysterectomy, the jaw of the grasper broke off in the pt. Doctor was unable to locate it at that time. Doctor completed procedure. Later, the pt returned with an unrelated infection (entry site infection) and doctor was able to locate object, but due to pt condition decided not to retrieve. Later, pt was admitted to another hospital for a bleeding fistula; the doctor treated the fistula and removed the broken jaw at that time.